Event description:
It was reported approximately three days post implant the right ventricular (rv) lead exhibited intermittent loss of capture and low sensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.